Manufacturer narrative:
Unknown if the customer's cobas liat analyzer (s/n (B)(4)) was requested to be returned for evaluation and repair. Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. The customer issue has been alleged on the cobas liat system, product code: occ catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test product code qjr, catalog number 09211101190. (B)(4).

Event description:
The customer alleged discrepant results generated from a cobas® liat® system (s/n (B)(4)). A customer from (B)(6) alleged that they received a potential false positive result for a patient¿s sample that was tested using the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas® liat® system (s/n (B)(4)). The customer reported that they observed a sars-cov-2 positive, influenza a negative, influenza b negative result for a patient¿s sample. The patient¿s sample was repeat tested on a different platform (platform not provided) that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. Patient sample was collected using throat swab. The customer confirmed there was no allegation of harm to the patient. Unknown if the results were reported out to the patient and/or personnel treating the patient. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
The initial report was alleged against the cobas liat system the allegation has been corrected and determined to be against the kit cobas liat sars-cov-2/flu. . An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The investigation did not show a product issue. The allegation could not be confirmed as data was not provided. (B)(4).